Event description:
It was reported that the patient was not feeling well and so requested a device check. The pulse generator could not be fully interrogated. It was noted that the patient had been lost to follow-up since 2007. The device was explanted and replaced.

Manufacturer narrative:
Na